Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The first part of the drill winding was opposite bent and the tip of the drill was missing. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The hardness and all dimensions relevant for the function of the product were measured, and fulfill the specifications. It was found that the used (B)(4) material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Although requested, additional information has not been provided by the reporter as of the submission date of this report. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. : a device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jun 2, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the drill bit broke during a ¿ssfns¿ nail procedure on (B)(6) 2016. Although additional information was not available for reporting, there was no report of patient harm. This report is 1 of 1 for (B)(4).